Manufacturer narrative:
Return of the product has been requested twice from the consumer. This report is being filed on the allegation of a hole in the handle. Our assessment is that such a malfunction could lead to the possibility of a serious injury yet not probable and therefore out of an abundance of caution we are reporting to the FDA. The investigation of actual device will occur upon receipt of returned product.

Event description:
Hurting hand [pain in extremity]. Oral-b rechargeable toothbrush so hot it was hurting her hand [injury associated with device]. Oral-b rechargeable toothbrush so hot, plastic body of the toothbrush started to melt / light smoke emerged from the brush [device physical property issue]. Case description: a father reported via email on (B)(6) 2017 that he purchased an oral-b power rechargeable toothbrush handle vitality 3709 model d12.513k for his daughter on (B)(6) 2017. While the daughter was holding the toothbrush in her hand, the toothbrush got hot. The father placed the toothbrush handle in a pot. Some time later, the father smelled melting plastic and saw that the toothbrush was smoking and that there was a hole melted in the plastic of the handle. On 07-mar-2017 received follow-up with father: the father reported that his daughter was doing well. The product was still available. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
On 24-apr-2017 product investigation results: reporter returned product on 21-apr-2017. This report is being filed on the allegation of a hole in the handle. Our assessment is that such a malfunction could lead to the possibility of a serious injury yet not probable and therefore out of an abundance of caution we are reporting to the FDA. Result of investigation: toothbrush handle housing is melted and the pcb/motor transistor with traces of overheating. The solder wire from soldering device shorted the motor and caused overload/overheating at motor transistor. This follow up is being sent as follow up 2, however, it is our first follow up to this case. Our attempt to send as follow up 1 was rejected by cdrh when cdrh said we had already submitted a follow up 1 for this case. We did not send a follow up 1 previous to this and we are working with cdrh to correct this error.

Event description:
Hurting hand [pain in extremity]. Oral-b rechargeable toothbrush so hot it was hurting her hand [injury associated with device] oral-b rechargeable toothbrush so hot, plastic body of the toothbrush started to melt / light smoke emerged from the brush [device physical property issue]. Case description: a father reported via email on (B)(6) 2017 that he purchased an oral-b power rechargeable toothbrush handle vitality 3709 model d12.513k for his daughter on (B)(6)2017. While the daughter was holding the toothbrush in her hand, the toothbrush got hot. The father placed the toothbrush handle in a pot. Some time later, the father smelled melting plastic and saw that the toothbrush was smoking and that there was a hole melted in the plastic of the handle. On (07-mar-2017 received follow-up with father: the father reported that his daughter was doing well. The product was still available. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Received 16-mar-2017 product investigation results: reporter returned four toothbrush heads on 03-may-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head fell apart [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that while he or she was brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b precision clean brushhead fell apart. No symptoms developed. On 09-mar-2016 received follow-up from consumer: the consumer reported that the logo was gray and after scratching with a coin nothing happened. No further information was provided. On 30-mar-2016 received follow-up from consumer: the consumer reported that the next brush that she was using was also no good, and feared that both packs of brushheads were not good. No further information was provided.

Manufacturer narrative:
On 24-apr-2017 product investigation results: reporter returned product on 21-apr-2017. This report is being filed on the allegation of a hole in the handle. Our assessment is that such a malfunction could lead to the possibility of a serious injury yet not probable and therefore out of an abundance of caution we are reporting to the FDA. On 24-may-2017 result of plant investigation: the sample was returned and analyzed to show root cause was most likely based on a short circuit between motor terminal (-) and motor housing (+) causing overheating. Based on complaint and product investigation including a review of records, this is seen as an isolated defect leading to a conclusion that the extent of the issue is remote.

Event description:
Hurting hand [pain in extremity] oral-b rechargeable toothbrush so hot it was hurting her hand [injury associated with device]. Oral-b rechargeable toothbrush so hot, plastic body of the toothbrush started to melt / light smoke emerged from the brush [device physical property issue]. Case description: a father reported via email on (B)(6) 2017 that he purchased an oral-b power rechargeable toothbrush handle vitality 3709 model d12.513k for his daughter on (B)(6) 2017. While the daughter was holding the toothbrush in her hand, the toothbrush got hot. The father placed the toothbrush handle in a pot. Some time later, the father smelled melting plastic and saw that the toothbrush was smoking and that there was a hole melted in the plastic of the handle. On 07-mar-2017 received follow-up with father: the father reported that his daughter was doing well. The product was still available. The case outcome was recovered. No further information was provided.